Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per the product specification. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture and stent inadequate apposition occurred. The target lesion was located in the mildly calcified mid right coronary artery (rca). A 3.00mm x 24mm synergy¿ drug-eluting stent was advanced to treat the lesion. The stent delivery balloon was initially inflated at 11 atmospheres; however, on the second inflation at 14 atmospheres, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. Additional post dilation with a balloon catheter to fully appose the stent in the vessel wall was performed and the procedure was completed. There were no patient complications reported and the patient's status was good.